Manufacturer narrative:
Customer requested that the novasure controller that was used related to the event by investigated proactively. Hologic received the controller for investigation. The novasure controller was powered on and a power output test was performed as well as a two minute shutdown test was performed multiple times. Here, it was observed that the controller functioned as intended and no abnormal power output values were noted after each test. The equipment was determined the meet the manufacturer´s specifications. An external visual inspection was conducted and the controller did not have any feet stubs. No device problem found. A device history record (DHR) review was conducted for the reported serial number for the novasure controller (B)(6). The device was released meeting all qa specifications. (B)(4). Manufacturing date : april 15th 2024. Customer was not able to provide lot number for the handpiece.

Event description:
It was reported on september 2nd, 2025, that there was a thermal injury noted during a novasure procedure on (B)(6)2025. The patient returned on (B)(6)2025, with pain and detected that the patient had a delayed full thickness thermal injury to the ileum. Exploratory laparotomy and small bowel resection were performed due to the injury. Hologic representative spoke with a contact site representative who mentioned that they had performed a second ablation on the same day of the first one, hologic representative explained that per the instructions for use, novasure procedure is intended to be performed only once during a single operative visit. Thermal injury to the bowel may occur when multiple novasure therapy cycles are performed during the same operative visit. No other information available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.